Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment was un-usable because all of the teeth that held the blade in place had broken off. No add'l clinical info was received prior to this report.